Event description:
It was reported by service report that the unit won't zero and has a broken footboard assy. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell, foot board module cover/ assembly, unit evaluated and customer has been quoted for repairs.